Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm11500a aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed successfully with a 23 mm 9755rsl transcatheter valve.